Event description:
The customer reported to olympus that the evis lucera elite video system center when connected to scope, about ten minutes after the device started up, it turned into a sandstorm. The event occurred during preparation for use. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of the battery was depleted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it was not possible to determine the cause of indication phenomenon. Cv-290 and clv-290sl did not show any abnormalities, and facility showed that the abnormalities occurred at all times when confirmed by the specified scope, suggesting that the abnormalities may be caused by the scope. Olympus will continue to monitor field performance for this device.